Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump failed to power on. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump and the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/01/2014, additional information:patient¿s guardian called back on 06/30/2014, reporting that the no power issue was due to installing the battery backward. Issue was resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the black box data from the report date has been overwritten due to continued use of the pump. The current black box showed no evidence of a power issue. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. The pump powered on normally and with no alarms and the pump was exercised for 24 hours with no power issues occurring. The initial complaint about a ¿power¿ issue was not duplicated during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb) or to the cgm module. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and were able to fit securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).